Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: november 13, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint product was received. Visual inspection revealed that the lens was stuck in the cartridge tip, overridden by the plunger rod, and the cartridge had a crack that led to the cartridge tip. Traces of ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected, and no issues were identified. The lens was observed to be sticking out of the cartridge tip and was torn. The lens could not be removed from the cartridge tip without further damaging the lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was stuck in the preloaded device and did not touch the patient. Only the cartridge tip was placed inside the patient¿s eye. However, the lens would not advance. Upon inspection it was noted that the iol was ripped in half. The doctor did not have another iol model dib00 so he used a zcb00 model. This occurred during the same procedure. There was no vitrectomy, sutures, or prescribed medication required. There was a 5-minute delay. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: the customer declined due to patient privacy. Section d6a, if implanted, give date: not applicable as the iol was not in contact with the eye. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.